Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 5 events were reported for this quarter. The 5 devices were received for evaluation. The 4 devices were found to be affected by leaking; however, no component malfunctions were found.. The 1 event was not confirmed during testing; the device was found to be within specifications. The 5 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.